Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the gu idewire was returned damaged. Guidewire insertion test was performed using a guidewire sample in the lab. The guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and placement of the left ventricular (lv) lead, the guidewire was stuck in the lead. The physician chose to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.